Event description:
The customer reported erroneously low creatine kinase-mb (ck-mb) results, for one patient, involving the access 2 immunoassay system. Subsequent testing of the patient¿s sample, on the same instrument, recovered higher results that better matched the patient¿s expected value. The erroneous results were not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The patient¿s samples were collected in sodium heparin plasma tube and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. The laboratory¿s policy is to perform quality control (qc) every 24 hours and retest both critical samples and samples with 0.00 recovery. All levels of qc recovered within the laboratory¿s established ranges prior to and following the event. All level of calibrators passed within the acceptable percent coefficient of variation (%cv). System check passed within instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) primed the system and noted bubbles within the wash pump and rebuilt the wash pump to resolve the bubble issue. The fse noted the aspirate probes were dirty and rust on the probes and replaced the probes. The fse replaced the substrate probe as the tip was bent. The fse replaced the peristaltic pump tubing as it was slightly flattened. The mixer belt was replaced as it was worn. The fse cleaned the wash pump, precision pump, dispense probes, and sample pipettor. System verification testing (priming, alignment verification, volume tests, ultrasonics testing, system check, high sensitivity system check, 10-point precision testing, and quality control) was within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.